Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 632 mg/dl. The call was disconnected. Upon follow up on (B)(6) 2011, the pt reported he went to the emergency room due to elevated blood glucose yesterday. He arrived at 7:00pm and was released at 1:30am on (B)(6) 2011. He remained connected to his infusion device and received an insulin IV. His normal blood glucose range is 150-190 mg/dl. He stated he does not believe the infusion device malfunctioned and stress, pain, and changes in medication caused high readings. Troubleshooting did not reveal any product issues. No product will be returned for evaluation.